Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes it had a low volume after using the syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿k2edta size 2 ml showed low volume after evacuated by using syringe.¿

Manufacturer narrative:
Customer initial address : (B)(6). Investigation summary mat: 368274 lot: 1203587 bd received one photograph from the customer in support of this complaint. The photograph shows low draw volume level in the tubes. Additionally, 20 retained samples were functionally tested as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.